Event description:
It was reported that(1) ez45g was used during an unknown procedure. It was reported by the rep that the stapling device did not fire all the way and cut iliac artery causing bleeding. No further info provided. 04/24/2000 it was reported by the materials mgr the device was used during an abdominal aortic aneurysm repair.